Manufacturer narrative:
Product complaint #: (B)(4). This report is related to data research, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent. Events submitted via: outcomes/events related to neurological surgeries: 2210968-2021-08829. Outcomes/events related to cardiovascular surgeries: 2210968-2021-08840. Outcomes/events related to general soft tissue surgeries: 2210968-2021-08841.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 271,525 (cardiovascular: 187,467; ophthalmic: 90; neurosurgical: 8,947; general soft tissue: 75,021) had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, bleeding. 49,416 (cardiovascular: 17,623; ophthalmic: 15; neurosurgical: 1,371; general soft tissue: 30,407) had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, sepsis. 14,640 (cardiovascular: 4,106; ophthalmic: 6; neurosurgical: 360; general soft tissue: 10,168) had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, surgical site infection. 13,059 (cardiovascular: 3,923; ophthalmic: 48; neurosurgical: 365; general soft tissue: 8,723) had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, wound disruption. 5,621 neurosurgical: had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, nerve injury. 925 neurosurgical: had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, cerebrospinal fluid (csf) leak. No additional information was provided.